Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they did not know what the circumstances that led to the event were. The patient stated that their doctor tried to replace the device, but they had a pocket of pus there so the doctor could not replace. The patient reported that the event had been resolved and they were praying to have it replaced before the end of the year. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was experiencing a return of urinary incontinence symptoms and the patient went in for a replacement surgery and they found an infection so they removed the whole system. The patient mentioned that she was scheduled to have a new implant ins implanted on thursday. The patient also noted having 9 surgeries and it was indicated that the surgeries were done to help with the symptoms. The patient reported that she was in pain and her health care professional had her doing a catheter bag and self-catheterizing. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1f8px , implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp indicated that the patient was scheduled for a full revision of the ins and lead after falling and encountering high impedances. During the revision the hcp opened the ins pocket and discovered that the pocket was infected and filled with pus. A culture was taken, the ins and lead were removed, pocket irrigated, and the pocket was then packed with bandages. The patient's home health planned to follow the patient to confirm would healing and infection resolution. Patient was also placed on antibiotics. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient has been having "issues" since implant in that the patient had been having accidents with both fecal and urinary incontinence. The patient initially thought that the issues were due to stress, but the patient had been going to their urologist and the stimulator started "zapping" the patient's vagina which was causing pain. The patient's healthcare provider (hcp) reprogrammed the device, but this was not helping according to the patient. The caller indicated that the loss of therapy started "here and there in (B)(6)" and the zapping started about a month prior to the call. Two mondays prior to the call the patient had a migraine and fell and was experiencing vaginal area stabbing which worsened after the fall. The day of the call the patient had a horrible accident. Furthermore the caller indicated that on friday programming was adjusted "to where it wasn't down there it was stimulating back towards the sacrum," but the patient couldn't get the machine to work again. The patient was encountering poor communication, but was able to connect and reduce stimulation to 2.0 at the time of the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported they attempted to reprogram. It was reported that the cause was possibly due to a fall and that the patient was scheduled for surgery to remove and replace their device. No further information reported.